Event description:
Customer was hospitalized diabetic ketoacidosis. Blood sugars stabilized with manual injection. Mother relaxed possible gall bladder problem. Customer did troubleshooting and still experienced high blood sugars.